Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 506 mg/dl at the time of incident. Customer reported that they experienced symptoms like nausea, vomiting, abdominal pain and difficulties in breathing as well as positive results in ketones. The customer did not felt ok to troubleshooting high blood glucose level. The customer refused to troubleshooting for high blood glucose. The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart. Customer reported that the insulin pump alarmed insulin flow blocked. The customer was advised to monitor the insulin pump. The insulin pump was not returned for analysis.